Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 needle 18ga 1-1/2 in bil lax experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: needles (blister) opened.

Manufacturer narrative:
H.6. Investigation: samples and photos are received for investigation, it is observed that the sealing of the blisters was not carried properly which caused the needles to escape the package. Additionally, ten retention samples were take from the batch to assess the impact the detected defect may have generated. Package integrity test is performed on the retention samples, it is concluded that the primary packaging does not present conditions that cause sterility of the product, therefore the integrity of the packaging is compliant. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause, change of the sealing plate, the plate was not linear, so it did not make enough pressure to ensure the sealing of the blister. Corrective action includes, preventive maintenance plan for revision of the sealing plate, and notification to production technicians.

Event description:
It was reported that 100 needle 18ga 1-1/2in bil lax experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: needles (blister) opened.